Event description:
The report stated that during a splenectomy, the surgeon applied the ligasure atlas to the hilum of the spleen and activated the device. The vessel was not completely sealed. The surgeon did not answer our question as to whether an end tone was heard or not. Another ligasure atlas was used satisfactorily. The pt is ok.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up will be submitted.